Event description:
Report received of non-delivery of pitocin due to improperly loaded tubing. According to the customer contact, a pt in labor was receiving a pitocin drip at a low (unspecified) rate. It was reported that the nurse caring for the pt was told by the pt's relative that "there was nothing dripping in the IV chamber." The nurse reportedly "thought that it was just a very slow drip so she did not realize there was nothing dripping from the chamber. When she went to increase the rate of the pitocin, the flow chamber still did not drip, so she had another nurse look at it." Reportedly, once the tubing was reloaded into the pump, it worked correctly. It was reported that this was a case of improperly loaded tubing. There was no reported adverse pt event. Though requested, there was no further info available.